Event description:
It was reported that during a frontal craniotomy procedure, the handpiece overheated and a drill bit broke. The procedure was completed successfully with back up equipment. No clinically significant delay, no adverse consequences, and no medical intervention were reported.

Event description:
It was reported that during a frontal craniotomy procedure, the handpiece overheated and a drill bit broke. The procedure was completed successfully with back up equipment. No clinically significant delay, no adverse consequences, and no medical intervention were reported.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : the device was not returned for service.